Event description:
On day of surgery, (B)(6) 2010, the evening nurse noticed arrhythmias. In the morning, (B)(6) 2010, the surgeon had the catheters removed at 11:25 am. It was a marcaine reaction, not a product issue. Date of event: (B)(6) 2010. Asked but not provided.

Manufacturer narrative:
Device was received for evaluation and investigation, and testing is currently being performed. A follow-up report will be filed when investigation has been completed.